Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. Lens was repositioned and problem was resolved. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Additional manufacturer narrative: h6: investigation type 4110: a lens work order search was performed. No additional similar complaint type events within associated lots were found. H11: manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event(s) following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim # (b)4).

Manufacturer narrative:
Additional information.b3. Date of event. (B)(6) 2026.b5. Describe event or problem - a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. Lens was repositioned and problem was resolved. Cause of the event was reported as use error. D10. Concomitant medical products and therapy dates. Injector model: msi-tf, cartridge model: sfc-45, foam tip plunger.claim # (B)(4).